Event description:
On (B)(6) 2012, the patient left a message for animas stating her blood glucose is "all over the place" because, she felt the animas "pump is not working correctly." Animas made several attempts to contact the patient for more information but was not successful. Animas has left voicemail and sent the patient a letter requesting a callback. This complaint is being reported because, the patient may have suffered acute complication of diabetes due a potential product malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.